Event description:
Intraoperatively, the valve was implanted and the cross clamp was removed. The pt had not been removed from pump. The valve was observed to not be "functioning", and the right ventricle was not responding. The valve was explanted and replaced with another sjm mechanical valve.

Manufacturer narrative:
Results of investigation: the valve was received in the st. Jude medical heart valve div fer analysis laboratory in a st. Jude medical product return kit, in a dry state. The sewing cuff was red in color, was observed to be cut, and contained several sutures. The carbon surfaces of the valve were covered with a dried, granular substance appearing to be blood and/or a body fluid. Both leaflets were noted to be fixed in the closed position. The valve was steam sterilized, cleaned, and the sewing cuff was removed. After the valve had been thoroughly cleaned, both leaflets exhibited normal mobility, indicating the leaflets had previously been fixed in the closed position due to surface tesnion. Droplets of blood, body fluids, or other liquids, cause the major radius edges of the leaflets to adhere to the inner diameter of the orifice. As the blood/body fluid dried, the leaflets became strongly fixed in the closed position until the dried blood/body fluid was removed during the cleaning process. The valve was the visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. Two small chips were observed on the inner diameter flat area, below recessed pivot areas #3 and #4. These chips were most liely caused at explant. The leaflets werr found to be unremarkable. The valve was then disassembled for performance testing. The result of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satifactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st. Jude medical's specifications. The leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. The valve's device histroy record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Info reviewed from valve's device history record and additional testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of MFR. Results of this investigation remain inconclusive due to fact st. Jude medical heart valve div has not received additional info, such as positioning of valve and pt's specific anatomy, which may have aided in this eval. Cause of valve not "functioning" once it had been implanted remains unknown; however, testing indicated it was not due to an intrinsic valve defect.